Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. The battery connector was physically damaged, preventing the battery from connecting to a battery charger or monitor without being manipulated. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.